Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a 37 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure (ess205) was removed in 2021. On an unknown date, the patient had essure (ess205) inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion intervention required), tooth loss ("tooth loss"), nervous system disorder ("neurological side effects"), anxiety ("anxiety"), haemorrhoids ("hemorrhoids") and post-traumatic stress disorder ("ptsd") and was found to have heart rate irregular ("irregular heart beat"). The patient was treated with non-drug therapy (hysterectomy). At the time of the report, the abdominal pain lower, tooth loss, heart rate irregular, nervous system disorder, anxiety and haemorrhoids were resolving and the post-traumatic stress disorder had not resolved. The reporter considered post-traumatic stress disorder to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to abdominal pain lower, tooth loss, heart rate irregular, nervous system disorder, anxiety or haemorrhoids. The reporter commented: essure start date provided as (B)(6) 1986. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramping') in a 37-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), tooth loss ("tooth loss"), nervous system disorder ("neurological side effects"), anxiety ("anxiety"), haemorrhoids ("hemorrhoids") and post-traumatic stress disorder ("ptsd") and was found to have heart rate irregular ("irregular heart beat"). The patient was treated with hysterectomy. And essure (ess205) was removed in 2021. At the time of the report, the abdominal pain lower, tooth loss, heart rate irregular, nervous system disorder, anxiety and haemorrhoids was resolving and the post-traumatic stress disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, anxiety, haemorrhoids, heart rate irregular, nervous system disorder and tooth loss with essure (ess205). The reporter considered post-traumatic stress disorder to be related to essure (ess205). The reporter commented: essure start date provided as (B)(6) 1986. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.